Event description:
(B)(6). It was reported that after a percutaneous transluminal coronary angioplasty (ptca), the patient experienced a myocardial infarction. In (B)(6) 2010, the patient underwent a ptca treatment procedure. A taxus element stent was implanted in an unknown location. In (B)(6) 2010, a myocardial infarction was reported. The patient experienced ischemic symptoms. Cardiac enzymes, repeat angiography and electrocardiogram were performed.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).